Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead was capped due to capture anomaly. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that no lv capture was observed. The patient was sent for epicardial lead replacement. The patient was stable before, during and after the procedure.